Event description:
It was reported that the ats 750 "bleed through with pressure set at 250 mmhg, raised pressure to 300, then 400. Biomed performed cal check, tested good, unable to verify and fail systems with unit." Additional clinical follow up with the hospital indicated that there was no recall as to type of tourniquet cuff used. The patient had a history of vascular disease. The surgeon ordered the set pressure to be increased twice during the procedure, due to blood loss, even though the patient's blood pressure was stable. The initial pressure setting is normally 300mmhg. The operating room orthopedic coordinator contact stated she believed the pressure was increased to a final setting of 375mmhg per surgeon's order.

Manufacturer narrative:
The device was not returned to the manufacturer for repair or evaluation. The service record indicates that the device is 10 years old and has not been returned to the manufacturer since purchased. The investigation was unable to determine a cause of the reported complaint as this device was not returned for evaluation. Clinical follow-up revealed the customer biomed department checked the device and indicated no fault could be found with the device operation. No information was available with regard to the tourniquet cuff condition, brand or application.